Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the lungs during a bronchoscopy procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle went through the plastic sheath when it was advanced out of the device. The procedure was not completed due to this event. Additionally, there was no visible issue with the complaint device or the packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."